Event description:
A mobi-c implant was implanted in a patient and later removed in the same surgery. No further surgical or patient information was provided.

Manufacturer narrative:
Correction: a1, a2 (age), b5, b6, b7, d1, d2 (common device name), d4 (UDI number), d10, e1 (contact), e2, e3, g3, h1, h3, h4, h6 (method). Additional info: e1 (state, zip code, telephone number), g5, h6 (results and conclusions codes. The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Product was not returned yet, no evaluation could be performed. The review of the device history records is ongoing. Investigation still in progress. Not returned to manufacturer yet.

Event description:
Mobi-c p&f us : in/out. As reported, there was a in/out in surgery performed at (B)(6) medical center on (B)(6) 2018. No more information provided. Additional information was requested. Investigation ongoing.